Event description:
Boston scientific received information that this pacemaker patient reaches their maximum sensor rate too quickly. Boston scientific technical services (ts) recommended reprogramming the parameters and decreasing the response factor. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.